Manufacturer narrative:
The strips were requested for the investigation. The date/ time was not set correctly in the meter, and was corrected during the call. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter with serial number (B)(4), compared to an unknown laboratory method. The meter result was 86.3 sec = 7.2 inr. The meter result was 84.9 sec = 7.1 inr. The result from the laboratory within 2 hours was 5.0 inr. The patient was advised to hold their warfarin dose based on the lab result, and repeat the test. The patient tests weekly and has a therapeutic range of 2.5-3.5.

Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.